Event description:
It was reported that on (B)(6) 2008 patient presented with low back pain with left lower extremity radiculopathy. On (B)(6) 2008, MRI of the lumbar spine indicated ¿l4-5 spinal stenosis with grade I spondylolisthesis, neural foraminal stenosis.¿ on (B)(6) 2008, patient presented for followup after receiving an injection. Notes no significant improvement. On (B)(6) 2008, patient presented with l3-4-5 spinal stenosis and ddd and l4-5 grade I spondylolisthesis. The patient underwent l3-4 tlif using alphatec interbody cages, local bone, and rhbmp-2/acs. There were no noted complications. On (B)(6) 2008, patient presented for post-op follow up. Radiographs indicated ¿good position of the graft and hardware. There does appear to be some asymmetry at l3-4 disc space, abundant fusion mass throughout the posterolateral gutters.¿ on (B)(6) 2008, patient presented for post-op follow up with complaints of difficulty ambulating, stiffness, unsteadiness, and hip pain. Radiographs indicated ¿good position of the graft and hardware. Abundant fusion mass throughout the posterolateral gutters¿ there is no sign of hardware failure.¿ on (B)(6) 2008, patient presented for post-op follow up with complaints of ¿some ¿stiffness¿¿ on (B)(6) 2008, patient presented for 4 month post-op follow up. Per physician¿s notes, ¿overall she is doing very well, ¿ she does have difficulty with low back pain when she walks any appreciable distance.¿ on (B)(6) 2011, patient presented for follow up with complaints of low back pain with bilateral buttock pain. Radiographs indicated ¿posterior spinal fusion with instrumenting at l to l5 with interbody present, l5-s1 loss of disc height. The l3 pedicle screws do extend into the l2-3 disc space. There is a right lateral listhesis present as well of l2 on l3. Vacuum disc phenomenon present with significant loss of height at l1-2.¿ on (B)(6) 2011, the patient presented for followup with complaints of back pain. Physician¿s notes state ¿she has developed significant adjacent segment degenerative changes at l1-2 and l2-3.¿ on (B)(6) 2013, patient presented with multilevel lumbar spondylosis with stenosis status post l3 to l5 instrumented fusion with painful hardware. Patient underwent removal of hardware l3-l5 bilaterally and exploration of fusion with finding of solid union.

Manufacturer narrative:
(B)(4)

Event description:
Per medical records: patient demographics: race - white it was reported that on an unknown date in 2007, patient sustained injury to her left shoulder. (B)(6) 2007, patient presented with developed pain and diminished motion and catching of the left shoulder and underwent arthroscopy, decompression and excision outer clavicle. (B)(6) 2008: patient presented with spontaneous onset of radicular symptoms. (B)(6) 2008: patient presented with multiple problems including low back pain with pain at the left leg. Impression: impingement rotator cuff, possible partial or full thickness tear rotator cuff. Doctor was also concerned about internal impingement of the posterior labrum. Patient underwent x-ray which showed significant thoracolumbar curvature with apex at the l1-2 disc space. There appears to be significant annular changes throughout the l4-5disc space with a grade I spondylolisthesis, significant degeneration throughout the lumbar spine. Hip joints also appear fairly degenerated, left greater then right with lateral lipping and sclerosis of the acetabulum. (B)(6) 2008: patient presented with right shoulder problem and symptoms which included impingement of the rotator cuff. (B)(6) 2008: patient presented for reevaluation of shoulder left side. Patient developed also on her right side the same symptoms of pain, catching and popping of the shoulder. Plain x-rays of the shoulder showed arthritic change with evidence of aseptic necrosis and some collapse and deformity of the humeral head. She also has symptoms of rotator cuff impingement. (B)(6) 2008: patient presented with low back pain with left lower extremity radiculopathy. Patient experienced intermittent low back pain for years. The pain travelled along the proximal l4 dermatome as a deep soreness sensation; however, along the lateral lower leg she experienced intense paresthesias. Symptoms were exacerbated with standing as well as ambulation. Review of systems revealed muscle cramp, joint pain, arthritis, night cramps, and shortness of breath, chronic cough, wheezing, deafness, sinusitis, double vision, glasses, easy bruising, and insomnia. Diagnoses: multilevel lumbar degenerative disc disease. Osteoarthritis, bilateral hips. (B)(6) 2008: patient presented with significant difficulties with her low back as well as her left lower extremity. MRI of the lumbar spine showed decreased disc height at essentially all lumbar levels, most noted however is a combination of a broad base disc bulge, facet hypertrophy and ligamentum hypertrophy that lead to severe spinal stenosis at the l4-5 level. The disc does protrude out into the foramen creating foraminal stenosis at l4-5, more noted on the right then the left. Impression: 1) l4-5 spinal stenosis with grade I spondylolisthesis, neural foraminal stenosis. (B)(6) 2008: patient presented for follow up of MRI left shoulder. The MRI showed attritional wear of the rotator cuff, but no definitive evidence of tear. She still had catching in the shoulder. Pain was very sharp in nature which used to wake her up several times during the night. (B)(6) 2008: patient presented for follow up. Patient received an injection, noted no significant improvement. Per radiographs, there is quite a bit of asymmetry to the disc space as well as spondylolisthesis. She does have a degenerative curve above the l4-5 level. (B)(6) 2008: patient presented for pre-operative visit. (B)(6) 2008: patient presented with intermittent low back pain. Patient began developing left lower extremity radicular symptoms along the l4 dermatome for the past several months. The pain travelled along the lateral lower leg in the form of intense paresthesia/burning. Symptoms were exacerbated with standing as well as ambulation. MRI of lumbar spine showed an angular listhesis at l3-4 with a grade I spondylolisthesis and stenosis at l4-5. Pre-op diagnoses: l3-4 stenosis. L3-4 degenerative disc disease. L3-4 segmental instability. L4-5 stenosis. 5. L4-5 degenerative disc disease. L4-5 spondylolisthesis. Lumbar radicular syndrome. Patient underwent following procedures: l3-4 lumbar laminectomy for neural decompression. L4-5 lumbar laminectomy for neural decompression. L3-4 transforaminal lumbar interbody fusion (tlif) using alphatec 10 x 28 cage, local bone and rhbmp-2. L4-5 posterior lumbar interbody fusion using alphatec 10 x 22 cage times two with local bone. Insertion of alphatec cage at l3-4. Insertion of alphatec cage at l4-5. Posterior spinal fusion at l3-4 with local bone, allograft and infuse. Posterior spinal fusion at l4-5 with local bone, allograft and rhbmp-2. Posterior instrumentation l3-5. Use of intra-operative monitoring including sseps, emgs. Per op notes, this was accomplished initially on the left side and then inserted a 10 x 22 cage with rhbmp-2 and allograft. A 10 x 22 cage was inserted on the right side at l4-5. At l3-4 level, the endplate was prepared and the disc material was removed. A 10 x 28 alphatec tlif cage filled with rhbmp-2 and local bone was inserted and it was impacted in the appropriate position. Fluoroscopy confirmed good correction of the asymmetry in both the l3-4 and l4-5 disc space. The remaining rhbmp-2, local bone and al lograft were then placed in the posterolateral gutters to complete the posterolateral fusion. No complications reported. (B)(6) 2008: patient was discharged to home in stable condition. (B)(6) 2008: patient presented for her first post operative visit. Physical exam revealed an area of erythema over the dorsal aspect of the right ankle. This was tender to palpation. It appeared pale when compared to the left lower extremity which does appear to have mild chronic venous insufficiency. Lumbar spine films showed good position of the graft and hardware. There does appear to be some asymmetry at l3-4 disc space, abundant fusion mass throughout the posterolateral gutters. Impression: status post l3 to 5 posterior spinal fusion. (B)(6) 2008: patient presented for second post operative visit and continued to have a difficult time with ambulation, reporting stiffness and unsteadiness. She would experience hip pain when up for a prolong period of time. Lumbar spine films revealed good position of the graft and hardware, abundant fusion mass throughout the posterolateral gutters. Thoracolumbar curvature with an apex at the t12 l1 disc space. There is no sign of hardware failure. Impresion; status post l3 to 5 posterior spinal fusion. (B)(6) 2008: patient presented for follow up visit. Patient had experienced some "stiffness," felt it was more related to her lack of regular anti inflammatory. Patient was presently involved in physical therapy which had assisted her in mobilization. Radiographs films revealed good position of the graft and hardware, abundant fusion mass is visible throughout the posterior lateral gutters. Impression: status post l3 to 5 posterior spinal fusion. (B)(6) 2008: patient presented with difficulty with low back pain when she walked any appreciable distance. Ap lateral of the lumbar spine showed interval consolidation in the plif grafts at the l4-5 level, also posterolateral fusions, appear to be consolidating nicely. Impression: four month status post two level plif, doing well. (B)(6) 2011: patient presented with low back pain with bilateral buttock pain. Patient was having a very difficult time mobilizing, and with prolonged standing activities. Regarding her lumbar symptoms, patient reported significant muscle spasm within the right side cervical musculature. Patient was tender to palpation over the right sternocleidomastoid, as well as cervical paraspinals and upper trapezius. Radiographs of the cervical spine showed normal cervical lordosis. All discs appear fairly well maintained. Mild degenerative changes noted at c6-7. Lumbar spine radiographs showed posterior spinal fusion with instrumenting at l to l5, with interbody present, l5-s1 loss of disc height. The l3 pedicle screws do extend into the l2-3 disc space. There is a right lateral listhesis present as well of l2 on l3. Vacuum disc phenomenon present with significant loss of height at l1-2. Impression: four years status post l3-5 fusion, appears well healed. Adjacent segment degenerative changes, l2-3, l5-s1. Vacuum disc phenomenon at l2. Axial back pain. Cervical paraspinal/soft tissue pain, right sided. (B)(6) 2011: patient presented for a follow up visit. Patient underwent a myelogram, post myelogram CT scan. Patient was continuing to have a difficult time. Patient reported really being no better since her index surgery three years ago which consisted of l3-5 posterior fusion. Patient appeared to have healed the fusion based on the results of CT scan; however, she had developed significant adjacent segment degenerative changes at l1-2 and l2-3. There is vacuum disc present, as well as significant asymmetry. She complained of primarily back pain. She had recently undergone physical therapy which did not provide any great deal of relief. Patient was tender to palpation over the right scalene musculature, as well as sternocleidomastoid. Impression: patient with l1-2, l2-3 disc degeneration, l5-s1degenerative changes; status post l3-5 posterior fusion, appears solid. (B)(6) 2013: patient underwent routine venipuncture and urinalysis. (B)(6) 2013: patient presented with following pre-op diagnosis: multilevel lumbar spondylosis with stenosis status post l3 to l5 ins trumented fusion with painful hardware. Patient underwent following procedures: removal of hardware l3 to l5 bilaterally. Exploration of fusion with finding of solid union. C-arm fluoroscopy and emg monitoring were used during procedures. Per op notes, the paraspinous attachments were taken down to the instrumentation which was exposed. There was quite a bit of calcium over the left side. A drill was not needed but surgeon used a leksell to resect a lot of the calcified tissue. The right side was not as bad. No complications reported.

Manufacturer narrative:
(B)(6).(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.